Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant could not achieve primary stability and was removed.

Manufacturer narrative:
Additional information received on (B)(6) 2019 identified that another implant was placed during the same procedure, making this case a same day replacement. This event no longer meets reportability requirements. Therefore, no further medwatch reports will be submitted.

Event description:
Additional information received identified that another implant was placed during the same procedure, making this case a same day replacement.